Manufacturer narrative:
After battery installation, the insulin pump counted up to 7 and gave an unexpected blank display, problem isolated to mother board. The insulin pump was unable to perform the displacement test or verify external flash error alarm due to blank display. The insulin pump was received with minor scratched lcd window and scratched reservoir tube window.

Event description:
The customer reported via phone call that they received an external flash error alarm and the insulin pump had a blank display. The customer's blood glucose was unknown at the time of incident. The customer stated that the insulin pump was not dropped, bumped nor exposed to moisture. The customer stated that the battery compartment and spring were neither damaged nor corroded. The customer stated that the battery cap was not missing or damaged. The customer stated that the insulin pump went to count down then turned on. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.